Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4)

Event description:
It was reported that a patient underwent a procedure with an ez steer thermocool sf navigational catheter. During the procedure, there was noise only on the ablation signal on both the recording system and the carto system but all the other signals were fine. When the physician examined the catheter, there was shaft distortion on the ablation catheter tip part. There was physical damage to the catheter. There were wires or components exposed. The physician did not realize the catheter had physical damage issues until they started having the noise issue. After changing the catheter, no other issues were found. The procedure was completed with no patient consequences. Since the patient's heart rhythm was still visible to the operator when signal noise occurred, this issue was assessed as not reportable. Since the internal components such as wires and braid are exposed, the risk to the patient was critical due to the potential of thrombus from exposure of the internal catheter. Therefore, this issue was assessed as a reportable malfunction.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a procedure with an ez steer thermocool sf navigational catheter. During the procedure, there was noise only on the ablation signal on both the recording system and the carto system but all the other signals were fine. When the physician examined the catheter, there was shaft distortion on the ablation catheter tip part. There was physical damage to the catheter. There were wires or components exposed. The physician did not realize the catheter had physical damage issues until they started having the noise issue. After changing the catheter, no other issues were found. The procedure was completed with no patient consequences. The returned device was visually inspected, the lumen/shaft transition was found separated/broken with corrosion and metal exposed. Per this condition, a scanning electron microscope (sem) testing was performed over the damaged area of catheter and the results show that the body external surface presented evidence of elongation at the surroundings of the separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling could have been related to these separation characteristics. Per this condition, the catheter outer diameters were measured and it was found within specifications. Finally, the catheter was tested for electrical performance and it was found within specifications. A meeting with the manufacturing team was performed to be aware of this issue; and it was concluded that the body separation issue is not manufacturing related since based on the current manufacturing process controls there is enough evidence that assures the quality and integrity of the process related to the bonding and deflection for the manufacturing process. Awareness training was performed to the particular manufacturing process associates in order to avoid this failure. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified; however based on available analysis results the procedural/handling factors may contribute to the catheter failure; the failure mode does not appear to be caused by any internal biosense webster, inc. Processes since during manufacturing process all the catheters are inspected for visual damages before packaging.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 12/20/2016. During the first visual inspection, it was noted that the catheter was returned in the condition reported. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).